Manufacturer narrative:
Device evaluation: the spider fx device was returned loaded inside the everflex entrust device wrapped inside a red bio-hazard bag. The everflex entrust was returned with the red safety lock removed. It was discovered there was a spider fx filter assembly protruding from the distal tip of the catheter. Approximately 3 cm of the distal tip of the spider filter assembly was exposed. The proximal end of the filter mesh was retracted within the distal end of the everflex catheter with biological debris noted within the filter. The distal end of the entrust catheter was inspected with backlighting and identified the 10cm stent within the catheter not deployed. A kink was noted approximately 14.5cm from the distal tip of the catheter. The handle assembly was inspected and noted dried blood throughout. At the bottom of the handle assembly proximal from where the red locking pin was removed was to segments of the inner assembly protruding from the shell of the handle assembly. The distal segment protruded approximately 18cm with an estimated 8cm of the spider fx capture wire exposed. The proximal end of the spider fx capture wire showed kinking and a fracture face consistent with a cut performed by a sharp instrument. The fracture face of the exposed inner assembly showed fracture faces consistent with being cut with a sharp instrument. The handle assembly was cracked open using a screw driver from the lab. Approximately 31cm from the proximal end of the inner assembly fracture face buckling of the outer assembly was discovered at distal rim of the isolation sheath. A kink to the inner assembly approximately 0.5cm from the fracture face was noted. The proximal segment of the fractured inner assembly was inspected and noted a kink approximately 7.5 and 12 cm from the clear luer was observed.

Event description:
During an attempt to treat a lesion using an everflex entrust device, it was reported that physician experienced deployment difficulty while attempting to deploy the stent in lesion and removal difficulties. Difficulty removing device prior to stent deployment. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to deployment attempt. Physician cut out sheath inside where the safety pin goes to slide off the guidewire. Another entrust device was deployed properly to complete procedure. No patient injury reported.